Event description:
On (B)(6) 2005 - repair of three incarcerated, ventral hernias along midline incision from pubic bone to above the umbilicus, utilizing two composix kugel mesh. On (B)(6) 2010 - onset of abdominal pain, level of severity moderate-severe, with fever. On (B)(6) 2010 - CT scan of abdomen and pelvis. Intra-abdominal fluid collection with air-fluid concerning for abscess. On (B)(6) 2010 - pt underwent surgical procedure during which both composix kugel mesh were explanted. Pt was diagnosed with abdominal abscess, bowel perforation and infection. Per the operative report, "the plane between the mesh and the fascia was found to be contaminated with purulence. The ring aspect of the mesh had perforated the small bowel, two pieces of mesh were located in the wound. These were removed along with some spiral tacks and prolene suture. There was an abscess cavity with several loops of bowel forming part of the abscess cavity. Area of small bowel perforation was resected."

Manufacturer narrative:
The returned sample consisted of a complete, explanted composix kugel mesh cut into approximately two equal halves. Based on the appearance of the edges of the cuts, they most likely occurred during the explant procedure. An exposed recoil ring end was observed at one of the cut edges. This ring end had the appearance consistent with being cut and most likely was cut when the mesh patch had been cut in half during explantation. Another exposed end of recoil ring was observed protruding through the eptfe side of one of the two halves. However, this ring end is uncharacteristically blackened, and under magnification had the appearance similar to a charred log. We are unable to determine the cause of this ring end's appearance and coloration. The tip of this ring end section was noted to be bulbous and wider than the other portion of the exposed ring section. The length of this wider section measured approximately 0.186 inches, which is consistent with the length of the weld overlap for this generation of product. Based on this measurement and general appearance, we believe that this ring end is likely a complete recoil ring weld. However, due to the condition and uncharacteristic appearance of this ring end, we are unable to evaluate this section further for possible causes of separation. No other exposed ends of recoil ring were observed during this eval. Due to the above described condition of the returned sample, and minimal details regarding the explant procedure, we are unable to determine the cause or timing of ring separation or if the mesh caused or contributed to the reported event. See MDR 1213643-2010-00473 for info related to the composix kugel mesh also implanted in (B)(6) of 2005, and also explanted on (B)(6) 2010.